Event description:
It was reported a portion of this device detached in the pt during a stone retrieval procedure. The detached segment was successfully retrieved. No further details are availabel regarding the circumstances surrounding this event. Should additional info become available a supplemental medwatch report will be filed under the appropriate sequence number. This device has not been received for evaluation. Therefore, a failure analysis is not available. Therefore co is unable to determine if the device met its specifications. Co believes user technique or pt anatomy may have contributed to this event. However, without evaluating the device unable to determine the relationship between the device and the cause for this event.